Event description:
R wave measures 3.8mv, trends indicate previous measurements >20mv sensing integrity counter since (B)(6) 2023 short v-v intervals 270. Ventricular sensing episodes available for review-possible oversensing noted for both the atrial and ventricular channels. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).